Event description:
Device #2 of 3 reference MFR. Report: 3006705815-2017-00335 and 1627487-2017-01752. Follow up information identified the infection has resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 3. Reference MFR. Report: 3006705815-2017-00335 and 1627487-2017-01752. It was reported the patient's midline incision showed some redness and the distal area of the incision was slightly open and draining. The physician cleaned the incision and applied antibiotic ointment to the site. The patient returned to see the physician and a culture was taken and the wound was determined to be infected. The patient was prescribed antibiotics. The infection is at the lead site and appears to be superficial. The patient underwent surgical intervention on (B)(6) 2017 where the entire scs system was explanted.